Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the needle 30x1/2 rb, leakage occurred, resulting in medication in doctor's eyes. The following was received by the initial reporter: customer reported when medication was pushed (lidocaine) the medication came out from the hub and luer lock connector resulting in medication getting in the doctor's eyes. This occurred in the ER setting. Some needles seem to be clogged resulting in not drawling up medication. Additional information: the doctor has to flush his eyes.

Manufacturer narrative:
(B)(4). Follow up it was reported the medication came out from the hub and luer lock connector and some needles seem to be clogged. Our quality team has completed a device history record review for material number 305106 and lot number 4116509. The review did not identify any abnormalities during the production process that could have contributed to the condition, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.